Event description:
The customer reported a blank, white display while booting up.the customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) clarified the device would not boot up and the display was blank.